Event description:
It was reported that the pump had a positive supply bgnd test. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: medfusion 4000 with sn#(B)(6) was sent into the depot for a complaint pertaining to ¿positive supply bgnd post¿. When the pump was booted it immediately triggered the positive supply error and went to biomed password screen prompt. The power supply on the main board was not within spec when reviewing voltage levels in diagnostic mode. The main board was replaced to fix the customers¿ complaints. This repair is related to a repair that was previously done in january of 2025 in which the main board was replaced. The pump was recalibrated and tested, passing all performance testing.